Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 4. (B)(4) explained that a large amount of air had entered into the disposable set and had the caregiver cycle power. The caregiver stated that one of the supply bags seems to not have been fully connected. (B)(4) had the caregiver cycle power again. (B)(4) advised the caregiver to start over with new supplies. (B)(4) also advised the caregiver to contact the patient's dialysis nurse regarding the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information obtained during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable because of a loose connection between a spike and a solution bag. The lot information was not known; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).